Manufacturer narrative:
Product event summary: analysis was unable to verify the customer comment that the programmer head was unable to interrogate implantable heart devices. It was noted however that the cable was twisted and it was replaced as a preventive measure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was no longer able to interrogate implantable heart devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head was no longer able to interrogate implantable heart devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.